Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. It was observed that the connector of one end of the cable was broken, exposing the inner component (beige colored). The black piece (connector collar) was returned with the device. The other end of the cable which has the din pins appear intact. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "break" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported post procedure that the connector appeared to break while disconnecting extensions cable.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported post procedure that the connector appeared to break while disconnecting extensions cable.